Manufacturer narrative:
Patient information was unavailable from the site. The system control and atp console boards were returned to medtronic for analysis. An on-site investigation was completed on the returned boards. A simulated use test was performed. The medtronic investigation revealed no failure during the testing process. The reported failure could not be duplicated. Boards found to be fully functional, no faults found. The system logs were reviewed by a medtronic representative and analysis revealed that the behavior had occurred. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation, software anomaly tracking database. A medtronic representative confirmed the system is working as intended after system boards were replaced. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative received a report from the site that, while in a spine procedure that the site's imaging system was functioning normally in 2d mode but was unable to acquire a 3d spin. In trouble-shooting, the imaging system the representative rebooted the system which did not resolve the issue. The surgeon opted to discontinue use of the imaging system. The procedure was completed successfully. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.